Manufacturer narrative:
The reported malfunction was observed and attributed to a disconnected display cable. The cable was reseated to resolve the malfunction.

Event description:
Complainant alleged that during set-up of the device prior being used on a pt, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.